Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated result was reported to the physician and questioned. A new sample was drawn from the same patient and processed on an alternate non-siemens system. The lower result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (18-july-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Quality control (qc) recovered within the customer's acceptable ranges. The requested information required to investigate this incident was not made available to siemens. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00051 was filed on 05-feb-2024.